Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the ce label needed to be replaced, the endoscopic positioning detection unit needed repair, there were cuts on the camera switch and switch 4, the up/down directions had limited angulation, the distal end plastic cover had dents and was a third party component, and the light guide lens, protective coating on the bending portion of the device, adhesive on the protective coating on the bending portion of the device, the insertion tube, and the light guide tube were third party components. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope objective lens had poor water contact, and the surface could not be cleaned. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, it was not possible to clear foreign material from the nozzle due to buckling of the air/water channel or nozzle which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event did not occur at the time of device installation/device return from repair. Foreign material was not found on/in the a/w-channel. Furthermore, the insertion section was a non-olympus product. Therefore, the cause of the event could not be specified. There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected by handling the device in accordance with the following instructions for use (IFU): - inspection of the air-feeding function. - inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.